Event description:
The iab was inserted into a pre-op pt. After connection of the iab to the pump, the pump experienced helium leak alarms. Due to this, iab was removed and replaced. There were no pt complications.